Manufacturer narrative:
The returned device was evaluated. During evaluation, the sensor was found to fail functional testing due to an open on the white conductor, along the length of the cable. When tested with known good lab equipment a ¿sensor off patient" error message was displayed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported measurement interruptions and a cable break. No error messages or alarms were observed. No consequences or impact to patient were reported.